Event description:
It was reported that the unspecified bd testing tube experienced underfill or low draw of a tube with blood after use. The following information was provided by the initial reporter: verbiage received experience low volume in the 2 & 4ml tube; pipette issue & bubbling interfered. Tech now needs to fill to actual 2ml line; not sure if it was analyzer.

Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd testing tube experienced underfill or low draw of a tube with blood after use. The following information was provided by the initial reporter: verbiage received experience low volume in the 2 & 4ml tube; pipette issue & bubbling interfered. Tech now needs to fill to actual 2ml line; not sure if it was analyzer.